Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. Failure to follow steps/instructions - per instructions for use: under - the perclose proglide smc system clinical procedure - place a 0.038" (or smaller) guidewire through the procedural (or introducer)sheath. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement with two proglide devices were successful in the left common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a 19fr sheath was placed and the tavi procedure was completed. It was not possible to achieve hemostasis with the pre-placed sutures of the two proglide devices. An additional proglide device was used; however, bleeding continued. The vessel was treated with a surgical patch. No femoral angiogram was taken. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is in-training in the use of the proglide device and establishing in the preclose technique. No additional information was provided.